Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation and fibrin occurred. There was a delay in test processing at the lab. There was no report of patient impact. The following information was provided by the initial reporter: white floating particles are noticed in the plasma after centrifugation. ¿on (B)(6) 2022, the (B)(6) laboratory has detected the following deviation while performing the 3 nat testing for rkv: there were floating particles in a relatively large amount of the test tubes. A first evaluation of the samples showed that most of the samples belongs to shipment (B)(4). However, it cannot be ruled out that test samples from shipments (B)(4) were also affected as these samples were also included in the test run. As immediate action the (B)(6) laboratory has performed additionally manually steps to obtain test results e.g., additionally centrifugation. The increased manual effort led to delays in the test process of the laboratory. Due to the effort, all test samples concerned could be tested and a valid result could be determined. To avoid particles in the test tubes, the test sample should be centrifuged, frozen and stored according to manufacturer¿s instructions, so that no clotting can develop in the samples and influence the process. (B)(6) kindly ask you to carry out a detailed root cause analysis by checking the centrifugation specifications and test sample handling at the donation sites from rkv. If necessary, please define corrective and preventive actions to avoid the deviation in future.¿ testing red cross (rkv): sample integrity is rapidly impacted, whether tubes are stored horizontally/vertically at cooling or freezing temperatures. Phenomenon can be countered by (re)centrifugation just before testing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation and fibrin occurred. There was a delay in test processing at the lab. There was no report of patient impact. The following information was provided by the initial reporter: white floating particles are noticed in the plasma after centrifugation. O ¿on (B)(6) 2022, the csl laboratory has detected the following deviation while performing the 3 nat testing for rkv: o there were floating particles in a relatively large amount of the test tubes. O a first evaluation of the samples showed that most of the samples belongs to shipment brk7155. However, it cannot be ruled out that test samples from shipments brk7158, brk7163, brk7161, brk7155 were also affected as these samples were also included in the test run. O as immediate action the csl laboratory has performed additionally manually steps to obtain test results e.g., additionally centrifugation. The increased manual effort led to delays in the test process of the laboratory. Due to the effort, all test samples concerned could be tested and a valid result could be determined. O to avoid particles in the test tubes, the test sample should be centrifuged, frozen and stored according to manufacturer¿s instructions, so that no clotting can develop in the samples and influence the process. O csl kindly ask you to carry out a detailed root cause analysis by checking the centrifugation specifications and test sample handling at the donation sites from rkv. If necessary, please define corrective and preventive actions to avoid the deviation in future.¿ testing red cross (rkv): sample integrity is rapidly impacted, whether tubes are stored horizontally/vertically at cooling or freezing temperatures. Phenomenon can be countered by (re)centrifugation just before testing.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode with the incident lot was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg there was poor barrier separation and fibrin occurred. There was a delay in test processing at the lab. There was no report of patient impact. The following information was provided by the initial reporter: white floating particles are noticed in the plasma after centrifugation. O ¿on 12. Dec.2022, the csl laboratory has detected the following deviation while performing the 3 nat testing for rkv: o there were floating particles in a relatively large amount of the test tubes. O a first evaluation of the samples showed that most of the samples belongs to shipment brk7155. However, it cannot be ruled out that test samples from shipments brk7158, brk7163, brk7161, brk7155 were also affected as these samples were also included in the test run. O as immediate action the csl laboratory has performed additionally manually steps to obtain test results e.g., additionally centrifugation. The increased manual effort led to delays in the test process of the laboratory. Due to the effort, all test samples concerned could be tested and a valid result could be determined. O to avoid particles in the test tubes, the test sample should be centrifuged, frozen and stored according to manufacturer¿s instructions, so that no clotting can develop in the samples and influence the process. O csl kindly ask you to carry out a detailed root cause analysis by checking the centrifugation specifications and test sample handling at the donation sites from rkv. If necessary, please define corrective and preventive actions to avoid the deviation in future.¿. Testing red cross (rkv): sample integrity is rapidly impacted, whether tubes are stored horizontally/vertically at cooling or freezing temperatures. Phenomenon can be countered by (re)centrifugation just before testing.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor plasma and fibrin with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor plasma and fibrin as all samples met specifications. The 100 retentions were inspected with no issues being identified. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor plasma and fibrin. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.